Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded loose drive support disk; unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at the display window corner, broken reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a prime sequence. Customer's blood glucose was 252 mg/dl. Customer also reported insulin was squirting out during a manual prime. It was also found insulin continued to drip after the motor stops during the manual prime process. Customer was also unable to exit from the preparing to prime loop. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. Customer also reported the insulin pump would reset itself when attempting to clear the compromised force sensor system alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.